Event description:
Caller reported damage to pump housing and usb port, which affected the ability to charge and caused pump shutdown. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use current pump.